Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty. I received a depuy pinnacle hip consisting of a pinnacle cup size 56mm, a ultamet metal insert 36 mm x 56 mm, a depuy art / eze femoral head 36 mm +1.5, and a depuy stem offset size 4. Soon after surgery I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. The pain radiates from my hip down my leg. Reason for use: degenerative joint disease.